Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient, on approximately (B)(6) 2025, they experienced a skin reaction with inflammation, and infection. The reaction was treated with a prescription of an oral antibiotic, keflex 500mg. No photo was provided. There was no documentation of medical interventionno data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.